Event description:
Suction irrigator broke and malfunctioned while in the patient. We had to remove port and undock the arm. Was not able to remove suction irrigator from cannula, new irrigator and cannula needed to continue case. All parts of malfunctioned suction irrigator accounted for.